Event description:
It was reported that one day post implant the patient had pain under the left breast and the right ventricular (rv) lead had loss of capture. It was also noted that a perforation was suspected but not confirmed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.